Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c1302 annex d: d02 investigation summary: field technician stated issue of failed rate accuracy and calibration was confirmed. On 19-sept-2024, l vp was received unboxed and with paperwork. 4 lvps when attached to lab pcu passed asm functional testing. Log analysis was not deemed necessary. Sensors were too close to the tolerances for a pass or fail. Investigation confirms the stated issue of failed rate accuracy and calibration. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to on in sap.

Event description:
It was reported that the device failed in rate accuracy test. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device failed in rate accuracy test. There was no patient involvement.